Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint states a transmitter failed error occurred. Product was provided for investigation. The allegation was confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).